Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's internal battery needs to be replaced to address the issue. The device had evidence of physical damage.